Event description:
It was reported that during an angioplasty procedure that involved crossing a cypher stent that jailed a side branch of the distal left circumflex artery, a 1.5cm distal segment of a pt2 light support 185cm straight guide wire broke free and remains in the patient. The vessel was not calcified or tortuous. A 7f 25cm introducer sheath, 7f launcher ebu 3.5 guide catheter, and metal entry needle were used during the procedure. Resistance was not experienced with the insertion, removal or during any part of the procedure. It was reported that there was possibility that there could have been a loop in the guide wire when it was pulled. No corrective action was taken to remove the 1.5cm guide wire fragment. Patient status was reorted as good.